Event description:
A territory manager stated she was informed that an fms balloon failed to deflate and was not informed if the fms device had been inserted in a patient when the issue occurred.

Manufacturer narrative:
Based on the available information this event is deemed a reportable malfunction. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. A return sample for evaluation is not expected. Note: the actual date of event is unknown, so the date used was the date convatec became aware.